Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg was used, there was an increased number of clotted product. The following information was provided by the initial reporter. The customer stated ¿there is an increase in the number of clotted samples when using product 363706, lot 2109156."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg was used, there was an increased number of clotted product. The following information was provided by the initial reporter. The customer stated ¿there is an increase in the number of clotted samples when using product 363706, lot 2109156.".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for clotting was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. Bd was unable to confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. All samples (retains and controls) demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. H3 other text : see h.10.